Manufacturer narrative:
The product was returned for analysis, but the eval and testing has not been completed. Add'l info will be submitted within 30 days of receipt. This is two of four products used during the same procedure on the same pt, which is associated with MFR report#: 1058196-2009-00005, and 1058196-2009-00006.

Event description:
The patient info was unknown. The procedure was coil embolization for ccf (carotid cavernous sinus fistula). During prep, very small air bubbles remained in the hub after the coil delivery system was flushed. Same events occurred with a total of 4 orbit (lot: 13448863 (qty: 1, complaint product 1), lot13466099 (qty:1, complaint product 2), and lot: 13464701 (qty: 2, complaint product 3). The dcs syringe used for these coils was 635-001 lot no. 13395023. The complaint products were not used for the procedure. The device will be returned for analysis with their coils already detached as the physician had demonstrated to his medical students out of the body. The delivery systems only will be returned. Add'l info indicated that dcs syringe was utilized to prep the device, however it is unk if the same syringe was utilized to complete the procedure. No other damages were noted on the delivery systems or syringe. The blue area on the syringe gauge was never exceeded. The syringe or dcs hub was not broken or cracked. A dedicated saline source was utilized to fill the syringe. During prep, and prior to connecting the dcs hub, all the (IFU) instruction for use guidelines were followed to load the syringe to the hub of the dcs coil hub. During prep, and prior to connecting to the dcs hub, it is unk if all the air bubbles were removed from the barrel. No further info was available.